Event description:
It was reported to philips that during maintenance on this device, misalignment in the touch position of touchscreen was confirmed. There was no patient involvement as this issue was noted during servicing on this device. The philips service technician evaluated the ventilator and confirmed the touchscreen was unresponsive. The philips service technician replaced the touchscreen to resolve the issue. The device successfully passed all required testing. No other abnormality was confirmed. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Failure analysis on the returned touchscreen shows that the resistance measurements and resistance ratio test pass. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.